Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. Causality for the events was attributed to an episode of touch contamination, which is further supported by the presence of a gram-positive bacteria that is part of the natural flora of the skin in the patient¿s effluent fluid cultures. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced peritonitis and associated abdominal pain on (B)(6) 2020. Though the source and nature of the peritonitis was not specified at the time of the follow up, there was no allegation the adverse event was due to any fresenius device(s) or product(s). Upon follow up with the pdrn on (B)(6) 2020, it was confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken on (B)(6) 2020 were positive for corynebacterium and a white blood cell (wbc) count revealed increased wbc¿s (value not provided). The pdrn reported the patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler at home. The patient was prescribed intraperitoneal vancomycin at 2000mg every five days for two weeks. The patient has recovered from the event and continues to undergo ccpd therapy on the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.